Event description:
The field service engineer (fse) reported that the v60 ventilator had a damaged touch interface that was not responding. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. While servicing the device, the field service engineer (fse) reported that the touch interface was not responding due to damage. The fse noted that the touchscreen required replacement. After replacement of the touchscreen the fse reported that the issue was resolved, and a performance verification test (pvt) was performed. All testing passed and the the device was operational, and returned to for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.